Event description:
The customer called to report that she was hospitalized for diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that she delivered insulin via the insulin pump as well as manual injections, but continued to experience high blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.